Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up approximately one week post implant, undersensing and loss of capture were exhibited with this right atrial lead. X-ray imaging confirmed the product had dislodged. While no adverse patient effects were reported, the system was reprogrammed from ddd to vvi. No further intervention initiated at this time.